Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. A system check was performed with tandem technical support for and no issues were identified; however the customer reported using cold insulin. Tandem technical support educated the customer that using cold insulin is off label per the tandem user guide. The customer changed supplies and resumed inulin therapy.